Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, a batch review will not be performed. Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This report for the system error 2240 was not confirmed due to a lack of sample. The cause could not be determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that occurred on the homechoice (hc) during dwell. The home patient (hp) cycled power and will complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No further information is available.